Event description:
It was reported that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation in all vectors. A lead revision procedure was decided, however after several tries in different areas, muscle stimulation was present. This lead was explanted. No additional adverse patient effects were reported. This product has not been returned.